Manufacturer narrative:
Unable to prime unit during prime/a33 test due to faulty fsr. (Gold)unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at lcd window corners and reservoir tube. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 392 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.